Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that ten days after the superion indirect decompression system implant procedure, the patient's spacer dislodged due to excessive bending. An x-ray was taken, but the results are unknown. No additional information is available.